Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2005 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03526. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to FDA: 4/14/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urine retention, urinary tract infection and dysuria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent revision/removal on (B)(6) 2006 by (B)(6).

Event description:
Details: it was reported that the patient underwent revision/removal on (B)(6) 2006 by (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat sui and pop on (B)(6) 2005 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent an excision of mesh on (B)(6) 2006 due to erosion.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2006 due to erosion.